Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2023. H6: investigation summary it was reported there was a foreign material in the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and the syringe has embedded degraded resin at the 7ml mark of the graduation scale. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot number 1307326. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter contamination. The following information was provided by the initial reporter: foreign body noted inside sterile bd 20ml luer lock syringe immediately upon opening packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter contamination. The following information was provided by the initial reporter: foreign body noted inside sterile bd 20ml luer lock syringe immediately upon opening packaging.